Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not functioning properly and had several error alarms and no delivery alarms. The customer stated that he went to the hospital due to high blood glucose. The customer's most recent glucose reading was 400mg/dl. Troubleshooting was not performed and the customer was not willing to give more info. The customer requested a replacement of the insulin pump. No further info was provided.